Manufacturer narrative:
Investigation summary: four photos were included for evaluation. According to the received photo, damage was observed on the breathing circuit. It is confirmed that an air leak could occur during use. CAPA-000866 was opened to address root cause investigation and corrective actions. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use, there is a leak from the circuit. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Received one device. As received sections of the circuit were observed to be flattened. In one of the flattened sections a split was observed along the trough of the circuit. According to the received photo, damage was observed on the breathing circuit was observed in the circuit, this an air leak could occur during use. The complaint of leakage can be confirmed due to the split observed. The probable cause of the split is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.